Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, the clip did not deploy. However, the nature and cause of how the clip did not deploy is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on 30mar2015. Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-00732 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-01022 pertains to the second resolution clip device. According to the complainant, during the procedure, the clip would not close onto tissue and would not release from the catheter to deploy. The clip was removed from the patient. A second resolution clip device was opened; however, the same issue occurred. The procedure was completed with another resolution clip device.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2015. According to the complainant, the clip did not deploy. However, the nature and cause of how the clip did not deploy is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the over sheath was accordioned. The clip assembly was actuated and deployed. The prongs were bent and would not fully open. A kink was noticed in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, the clip did not deploy. However, the nature and cause of how the clip did not deploy is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on 30mar2015. Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-00732 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-01022 pertains to the second resolution clip device. According to the complainant, during the procedure, the clip would not close onto tissue and would not release from the catheter to deploy. The clip was removed from the patient. A second resolution clip device was opened; however, the same issue occurred. The procedure was completed with another resolution clip device.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.